Event description:
The customer observed a falsely elevated magnesium (mg) result when running on the alinity c processing module. The customer repeated on another analyzer and provided the following results: on (B)(6) 2023 sid (B)(6): initial result = 8.0 mg/dl; repeat result = 2.1 mg/dl (reference range for mg: 1.6 to 2.6 mg/dl) there is no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and observed the tbg, dist panel - hcw quick connect ftg was clogged. The fsr resolved the issue by removing the clog. The tbg, dist panel - hcw quick connect ftg ((B)(6)) was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for tbg, dist panel - hcw quick connect ftg and alinity system. No similar issues related to the alinity system were identified. A device history record was reviewed and did not identify any non-conformances or deviations for the part and instrument associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the tbg, dist panel - hcw quick connect ftg and alinity c processing module, serial number (B)(6).

Event description:
The customer observed a falsely elevated magnesium (mg) result when running on the alinity c processing module. The customer repeated on another analyzer and provided the following results: on (B)(6) 2023 sid (B)(6): initial result = 8.0 mg/dl; repeat result = 2.1 mg/dl (reference range for mg: 1.6 to 2.6 mg/dl) there is no impact to patient management reported.